Event description:
Product returned for evaluation. An exterior visual inspection was performed and passed. The transmitter voltage was tested and passed. A pairing test was of the nordic bluetooth device was performed and passed.

Manufacturer narrative:
B5 : product returned for investigation. Exterior visual inspection: passed. Test transmitter voltage: passed (0.45 vdc). Nordic bluetooth device pairing test: passed. D9 : device available for evaluation. Returned to manufacturer. G6 : follow up 001. H2 : device evaluation. H3 :device evaluated by manufacturer. Evaluation summary attached. H6-10: evaluation of actual/suspected device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss for over one hour. No injury or medical intervention was reported.